Event description:
On event date: customer reports that the buttons on the power-head don't always operate correctly. They will have to press the buttons really hard to move the ram, when they push the button to retract the ram, it will sometime advance instead of retract.

Manufacturer narrative:
Liebel flarsheim fields serve report states, field service engineer found that the power-head keypad need to be replaced. He was unable to duplicate injector ram going backwards. Performed pm check list 800961-d and verified operation.